Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure device location of device: tubal ostia,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and pelvic pain ("persistent pelvic pain/pain") in a 31-year-old female patient who had essure (batch no. 709955,713455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no perform essure confirmation test(s)". Medical conditions: no comparison CT studies,no focal pelvic free fluid or inflammatory process there are several small scattered left *pathological reporter ,diagnosis: 1 and 2 ) left and right fallopian tubes, excision: mild chronic salpingitis, serosal adhesions and endometriosis. Multiple paratubal cysts and endosalpingiosis 3) endometrial curettings/biopsy : benign endometrium, anovulatory/inactive gland architecture with marked exogenous hormone effect. Negative for hyperplasia and atypia. Gross description received in three containers with formalin, part 1) labeled with the patient's name and "1eft tube" consists of a 4.5 cm in length x 0,4cm diameter fimbriated fallopian tube. The serosa is purple-gray and smooth. The lumen is patent. Part 2) labeled with the patient's name and "right tube" consists of a 4 cm in length x 0.5 cm in diameter intact fimbriated fallopian tube. The serosa is pink-grey and smooth. The lumen is patent. Representative sections a.re part 3) labeled with the patient¿s name and ¿endometrial curetting¿ consists of a 2cm aggregate of pink-tan rubbery tissue fragments. Concurrent conditions included abdominal pain, chest pain, general anesthesia, nephrolithiasis, vaginal bleeding, cramp in lower abdomen, dizzy, dysfunctional uterine bleeding and miscarriage. Concomitant products included ibuprofen for pain as well as zolpidem tartrate (ambien). In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression,"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal area"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complications"). The patient was treated with surgery ((bilateral salpingectomy) and (partial hysterectomy), (bilateral salpingectomy) and(partial hysterectomy) on (B)(6) 2015, bilateral salpingectomy on (B)(6) 2015 and on (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, anxiety, depression and dysmenorrhoea outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Lot number:709955 manufacture date: 2010/02 expiration date: 2013/02. Lot number:713455 manufacture date:2010/02 expiration date: 2013/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event severity added for: persistent pelvic pain/pain. Event outcome updated for: pain abdominal area. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure device location of device: tubal ostia,") and pelvic pain ("persistent pelvic pain/pain") in a 31-year-old female patient who had essure (batch no. 709955,713455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no perform essure confirmation test(s)". Medical conditions: no comparison CT studies,no focal pelvic free fluid or inflammatory process there are several small scattered left. Concurrent conditions included abdominal pain, chest pain, general anesthesia, nephrolithiasis, vaginal bleeding, cramp in lower abdomen, dizzy and dysfunctional uterine bleeding. Concomitant products included ibuprofen for pain. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression,"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal area"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complications"). The patient was treated with surgery ((bilateral salpingectomy) and(partial hysterectomy) . Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, abdominal pain, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: pathological reporeter ,diagnosis: 1 and 2 ) left and right fallopian tubes, excision: mild chronic salpingitis, serosal adhesions and endometriosis. Multiple paratubal cysts and endosalpingiostis 3) endometrial curettings/biopsy : benign endometrium, anovulatory/inactive gland architecture with marked exogenous hormone effect. Negative for hyperplasia and atypia. Gross description received in three containers with formalin, part 1) labeled with the patient's name and "1eft tube" consists of a 4.5 cm in length x 0,4cm diameter fimbriated fallopian tube. The serosa is purple-gray and smooth. The lumen is patent. Part 2) labeled with the patient's name and "right tube" consists of a 4 cm in length x 0.5 cm in diameter intact fimbriated fallopian tube. The serosa is pink-grey and smooth. The lumen is patent. Representative sections a.re part 3) labeled with the patient¿s name and ¿endometrial curetting¿ consists of a 2cm aggregate of pink-tan rubbery tissue fragments lot number:709955 manufacture date: 2010/02 expiration date: 2013/02. Lot number:713455 manufacture date:2010/02 expiration date: 2013/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure device location of device: tubal ostia,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and pelvic pain ("persistent pelvic pain/pain") in a 31-year-old female patient who had essure (batch no. 709955,713455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no perform essure confirmation test(s)". Medical conditions: no comparison CT studies,no focal pelvic free fluid or inflammatory process there are several small scattered left. Concurrent conditions included abdominal pain, chest pain, general anesthesia, nephrolithiasis, vaginal bleeding, cramp in lower abdomen, dizzy, dysfunctional uterine bleeding and miscarriage. Concomitant products included ibuprofen for pain. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression,"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal area"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complications"). The patient was treated with surgery (bilateral salpingectomy) and (partial hysterectomy)), surgery (on (B)(6) 2015 underwent ablation) and surgery ((bilateral salpingectomy) and (partial hysterectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, abdominal pain, anxiety, depression and dysmenorrhoea outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: pathological reporter ,diagnosis: 1 and 2 ) left and right fallopian tubes, excision: mild chronic salpingitis, serosal adhesions and endometriosis. Multiple paratubal cysts and endosalpingiosis 3) endometrial curettings/biopsy : benign endometrium, anovulatory/inactive gland architecture with marked exogenous hormone effect. Negative for hyperplasia and atypia. Gross description received in three containers with formalin, part 1) labeled with the patient's name and "left tube" consists of a 4.5 cm in length x 0,4cm diameter fimbriated fallopian tube. The serosa is purple-gray and smooth. The lumen is patent. Part 2) labeled with the patient's name and "right tube" consists of a 4 cm in length x 0.5 cm in diameter intact fimbriated fallopian tube. The serosa is pink-grey and smooth. The lumen is patent. Representative sections are part 3) labeled with the patient¿s name and ¿endometrial curetting¿ consists of a 2cm aggregate of pink-tan rubbery tissue fragments. Lot number:709955 manufacture date: 2010/02 expiration date: 2013/02 . Lot number:713455 manufacture date:2010/02 expiration date: 2013/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "perforation (uterus) / migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)", reporter, historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure device location of device: tubal ostia,") and pelvic pain ("persistent pelvic pain/pain") in a 31-year-old female patient who had essure (batch no. 709955,713455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no perform essure confirmation test(s)". Medical conditions: no comparison CT studies,no focal pelvic free fluid or inflammatory process there are several small scattered left. Concurrent conditions included abdominal pain, chest pain, general anesthesia, nephrolithiasis, vaginal bleeding, abdominal cramps, dizzy and dysfunctional uterine bleeding. Concomitant products included ibuprofen for pain. In (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression,"). On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal area"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complications"). The patient was treated with surgery (bilateral salpingectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder, vaginal haemorrhage, abdominal pain, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: pathological reporeter ,diagnosis: 1 and 2 ) left and right fallopian tubes, excision: mild chronic salpingitis, serosal adhesions and endometriosis. Multiple paratubal cysts and endosalpingiostis 3) endometrial curettings/biopsy : benign endometrium, anovulatory/inactive gland architecture with marked exogenous hormone effect. Negative for hyperplasia and atypia. Gross description received in three containers with formalin, part 1) labeled with the patient's name and "1eft tube" consists of a 4.5 cm in length x 0,4cm diameter fimbriated fallopian tube. The serosa is purple-gray and smooth. The lumen is patent. Part 2) labeled with the patient's name and "right tube" consists of a 4 cm in length x 0.5 cm in diameter intact fimbriated fallopian tube. The serosa is pink-grey and smooth. The lumen is patent. Representative sections a.re part 3) labeled with the patient¿s name and ¿endometrial curetting¿ consists of a 2cm aggregate of pink-tan rubbery tissue fragments most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet, new reporter, patient demographic information, relevant information, essure indication , lot number 709955,713455 and start stop date, new events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: mental anguish, depression,migration of essure device location of device: tubal ostia, pain,perforation (fallopian tube(s)) and she had no perform essure confirmation test(s) were incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding complications"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.